Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the o2 sensor. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator oxygen (o2) sensor did not measure the required o2 concentration properly. The ventilator was not on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. The o2 sensor had exceeded the service life. If information is provided in the future, a supplemental report will be issued.